Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The implant location for ipg was superficial and the site was warm to the touch. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.